Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the left ventricular (lv) channel. In clinic testing confirmed no system issues. A review of the stored data noted measurements have been in the 1300-1400 ohms range over the past few months. A boston scientific technical services consultant recommended further system evaluation to identify the root cause. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).